Event description:
Rn was trying to disconnect the neomed extension set with the neomed feeding tube that was inserted into patients nose and wouldn't come disconnected - attempted several times to pull apart and also the patient's father attempted to get apart and was unsuccessful - pulled again and the tubing broke off right to the plastic cap which you can't connect back up to continue feeds with. Had to insert another tube cause other one was broke. Cl aware and the tube that was removed was saved to show nurse manager. Father was at bedside.